Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and a high out of range pacing impedance measurement. The pacemaker was reprogrammed to vvi and the physician will continue following this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.